Manufacturer narrative:
The correction of h3a device evaluated by manufacturer?, h3b device not eval provide code and h3c if other provide code -explain fields deems required. This is based on the internal evaluation. Previous h3a device evaluated by manufacturer?: no corrected h3a device evaluated by manufacturer?: yes previous h3b device not eval provide code: other corrected h3b device not eval provide code: blank previous h3c if other provide code -explain: device not returned to manufacturer corrected h3c if other provide code -explain: blank getinge became aware of an issue with one of surgical lights - powerled 500. It was stated the oil drops on the spring arm plate. It was confirmed by photographic evidence that the grease liquefied and collected on the spring arm. We decided to report the issue in abundance of caution as any liquid falling off into sterile field or during procedure may cause contamination. It was established that when the event occurred, the surgical light did not meet its specification due to oil leakage from powerled surgical light, which contributed to the event. Provided information indicates that the device was not being used for patient treatment when the event occurred. The issue was discovered during daily checking by or staff. During the investigation, it was found that in the past the reported scenario has never led to serious injury nor death. Comparing the number of involved devices to the install base, we conclude that the failure ratio for the allegation of liquid leakage is low. As stated by the subject matter expert at the manufacturer¿s site, during the assembly of spring arms the supplier applies a creamed grease. Such creamed grease is turning into liquid only above 135°c. So, the black dripping liquid observed, therefore, cannot come from the spring arm itself but finds its origin elsewhere. The first likely cause is a combination of air conditioning and an excess of oil at the bushing location between the spring arm and the main arm. And according to the latest technical investigations carried out in august 2020 at maquet sas the second probable root cause would be an excess of cleaning product in the lower part of the spring arm, applied in spray or with a sponge, but not in compliance with the recommendations given in our user manual. Getinge shall continue to monitor for any further events of this nature and do not propose any further action at this time.

Event description:
Manufacturer's reference number: (B)(4).

Manufacturer narrative:
Event site name: (B)(6). Event site telephone: (B)(6). Initial reporter was (B)(6). Additional information will be provided following the conclusion of the investigation. H3 other text : device not returned to manufacturer

Event description:
On 13th november, 2023 getinge became aware of an issue with one of surgical lights - powerled 500. It was stated the oil drops on the spring arm plate. It was confirmed by photographic evidence that the grease liquefied and collected on the spring arm. We decided to report the issue in abundance of caution as any liquid falling off into sterile field or during procedure may cause contamination.